Manufacturer narrative:
(B)(4). Per the field service representative (fsr) while performing preventive maintenance (pm) on 23-nov-2015, the customer handed him the air bubble detector (abd) with the latch broken off. They said it happened during a case a month or two ago, but did not know the exact date. The fsr removed and replaced the broken abd latch with a new one. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the ultrasonic air sensor (uas) latch broke. They did receive an air bubble alarm audible and message. The device was not changed out, as they taped the sensor shut and continued the case with no delay or patient harm. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: a false air detection alarm occured during cpb, due to the breakage of the latch on the air sensor. The sensor door was taped shut for the remainder of the procedure and no other issues occured for the rest of the case. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed.